Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had air bubbles. The customer's blood glucose level was 148 mg/dl. There were 1/8th of an inch sized air bubbles in the reservoir of the insulin pump. The customer declined troubleshooting for air bubbles and reported that the air bubbles were removed, but there were some remaining. The other blood glucose values of the customer were 300 mg/dl, 201 mg/dl, and 240 mg/dl. The reservoir will not be returned for analysis.